Event description:
Pump delivered more medication than intended. On an unspecified date, the pump was programmed in the bolus only mode to deliver fentanyl 10mcg/ml, no loading dose, a 50mcg bolus dose with a 15 minute patient lockout and container size of 25o ml. The nurse reported when the pump was being discontinued, there should have been 115.8ml left in the solution container; however, the measured volume remaining was 43ml. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.